Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired at home on (B)(6) 2015. The patient reportedly had a long history of non-compliance in every aspect. The patient did not take prescribed anticoagulant medication, repeatedly missed clinic visits, would not respond to any phone calls when the vad team called, and had a very dysfunctional social situation with no support system as the patient reportedly alienated all those around. Review of the system controller log file by the manufacturer's technical services representative indicated that the patient appeared to have installed a new fully charged set of batteries at 4:14am on (B)(6) 2015. A low battery advisory alarm occurred at 1:13pm, the white power lead appeared to have been disconnected at 1:44pm, at 2:02pm the system controller switched to power saver mode, at 2:05pm both power leads were disconnected and the emergency backup battery was engaged. No further events were recorded until the system controller was reconnected to power to download the log file and the clock had reset due to power loss. An autopsy was not performed.

Manufacturer narrative:
A correlation between the device and the reported patient death could not be conclusively determined. An autopsy was not performed and the pump was not returned for evaluation. The information contained in the log file retrieved from the returned system controller indicates that the pump stopped after the batteries supporting the device were completely depleted, the driveline was disconnected, and the emergency backup battery was uninstalled. The driveline was disconnected when power was restored. The system controller alarmed appropriately throughout the captured events and through the end of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.